Event description:
It was reported that the event involved a female pt while in the cath lab during insertion. Approximately 20 minutes after the md inserted the intra-aortic balloon (iab) through the sheath via femoral artery successfully, the md cannulated the iab over the spring wire guide and it was observed on the image by fluoroscopy that the image looked different than normal. The iab had not been connected to the pump. As a result, the md decided at that time to remove the iab. The iab and sheath were removed together as one unit successfully. It was found at that time the shaft was bent on the iab. A new iab was inserted via the same insertion site successfully and intra-aortic balloon pump (iabp) therapy was able to be initiated. The pt did not have a tortuous vessel. There was a 10 minute delay or interruption in therapy noted with no harm to the pt. No report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is no harm to the pt. It was noted that the pump used was a acat1 plus s/n (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation due to blood contamination.